Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient¿s lactate dehydrogenase (ldh) had increased to 598u/l from 388u/l over ten days. No alarms were noted. The hospital staff inquired if the increase in ldh could be related to pump stoppages and a system controller exchange that had occurred about 10 days ago. Log files were reviewed and only one speed drop / pump stop was captured on (B)(6) 2015 that lasted for approximately 3 seconds. The power, flow and pulsatility index (pi) all appeared stable and the pump was operating over similar ranges throughout the current log file period of 12 days. The pump parameters did not give any indication of thrombus. A speed echocardiogram was performed and the left ventricle was normal in size with normal wall thickness. Global left ventricular systolic function appeared severely depressed with a visually estimated ejection fraction of 25-30%. It was noted that the patient looks great and feels great. The pump sounds good. The ldh is stable in the 500-600 u/l range. The patient remains on integrilin. Of note, the patient¿s c - reactive protein (crp) was elevated. Updated log files reflected that the power, flow and pi have shifted downward very slightly since the echocardiogram was performed the previous day. It appears that the pump power was elevated during the study but the flow did not change much. The patient was discharged home and will be returning to the clinic frequently to monitor lab values and vad interrogations. No additional information was provided.

Manufacturer narrative:
The device was not returned by the hospital. Review of the submitted log files did not reveal any adverse events or alarms. The log file appeared to show the system operating as intended with a slight increase in power noted. A correlation between the device and the reported signs of hemolysis could not be conclusively determined. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. The referenced pump stoppages were reported under medwatch MFR# 2916596-2015-01079. Approximate age of device - 1 year, 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.